Event description:
On 16-aug-2025 the user reported that they experienced hypoglycemia with blood glucose (bg) levels of 20 mg/dl while working requiring medical intervention. Ems was called and they treated the user with multiple glucagon injections, after which the user recovered at the site and was not hospitalized. No long-term health effects have been reported.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.